Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery not charging was confirmed during product evaluation. This condition was caused by a blown fuse. The fuse was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an issue with the battery not charging. The condition occured upon power up. It is unknown in which care area this event occurred. It is unknown if there was patient involvement, patient injury, medical intervention necessary, or adverse event in association with this condition. The user interface module software version of this pump is 6.13.92. No additional information is available.